Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the delivery issue was most likely patient related due to vessel stenosis preventing successful delivery of impella. The cause of catheter kink cannot be determined since no defect observed on the returned pump.

Manufacturer narrative:
H6: added a040601 per a review of the complaint file.

Manufacturer narrative:
The pump will be returned for evaluation.

Event description:
It was reported that implantation of an impella 5.5 was aborted because the pump was kinked. A new pump was opened and implantation was attempted, but the second pump also became kinked. The pumps could not pass through stenosis after ballooning with an 8 mm and a 10 mm balloon. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation was updated due to the device being returned. H10 related report number was added. This is one of two related reports. This report represents pump 1, an impella cp and another report was submitted to represent pump 2, an impella 5.5. H11 additional manufacturer narrative was updated due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.